Event description:
It was reported that (1) device was about to be used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that prior to inserting the hp052, the handpiece toned out. The test tip was used and the handpiece failed. Another instrument was used to complete the case. There was no consequence to the pt.